Event description:
It was reported that there was a ground fault issue. No patient injury was reported.

Manufacturer narrative:
Additional information: UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear to enclosure, front cover, water tank cover, plate clip, and line cord. The technician filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The reported issue was confirmed. The root cause of the reported issue was found to be faulty heater. The technician replaced the heater.